Event description:
During a surgical procedure using the mazor x system at (B)(6) on (B)(6) (reported to mazor robotics on (B)(6) 2017 and initially reported to the FDA on 31 oct. 2017), it was reported that the surgeon removed the t6 right and t3 right pedicle screws (implants) because they were misplaced and re-inserted t3 right in the same trajectory. On (B)(6), the mazor representative received a message from the surgeon stating the patient "is not feeling well, and showing lower signals to her feet". A CT was performed and the surgeon communicated afterwards that some of the upper thoracic screws looked as misplaced medially. While the patient wasn't feeling well, the surgeon stated that her condition is unrelated to the screws. No screws were removed/revised post-operatively, despite the deviation from plan. Note: this customer complaint was brought to our attention on (B)(6), after a consecutive case at this hospital (with the same system) when it was noted prior to the start of the case that certain system screws connecting the patient connection platform (bone mount bridge) with the surgical arm were loose. They were tightened before the operation began and all trajectories were found to be accurate (see MDR report reference number 3005075696-2017-00005 and follow up report 3005075696-2017-00005-001, internal identification number: (B)(4)). During that case, the surgeon asked whether the loose platform might have caused the deviations in the case reviewed in this report. While there was no incontrovertible evidence to link between the deviations in the upper thoracic segment in this case and the loose platform, we were also unable to refute this. While the investigation was completed, this event was considered by mazor robotics to be reportable due to the potential to contribute to a patient harm.

Event description:
During a surgical procedure using the mazor x system at (B)(6) on (B)(6) (reported to mazor robotics on (B)(6) 2017), it was reported that the surgeon removed the t6 right and t3 right pedicle screws (implants) because they were misplaced and re-inserted t3 right in the same trajectory. On (B)(6), the mazor representative received a message from the surgeon stating the patient "is not feeling well, and showing lower signals to her feet". A CT was performed and the surgeon communicated afterwards that some of the upper thoracic screws looked as misplaced medially. While the patient wasn't feeling well, the surgeon stated that her condition is unrelated to the screws. No screws were removed/revised post-operatively, despite the deviation from plan. Note: this customer complaint was brought to our attention on (B)(6) , after a consecutive case at this hospital (with the same system) when it was noted prior to the start of the case that certain system screws connecting the patient connection platform (bone mount bridge) with the surgical arm were loose. They were tightened before the operation began and all trajectories were found to be accurate (see MDR report reference number 3005075696-2017-00005, (B)(4)). During that case, the surgeon asked whether the loose platform might have caused the deviations in the case reviewed in this report. While there is no incontrovertible evidence to link between the deviations in the upper thoracic segment in this case and the loose platform, we have also been unable to refute this. While the investigation is not yet complete, this event is considered by mazor robotics to be reportable.